Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 322 through the history log, but could not reproduce it. Evaluation found lower hook switch to be separated from stiffener plate. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The lower auxiliary assembly, containing the failed hook switch, was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no pt injury.